Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, during deployment, the metal shaft bent. The device was removed and another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis of the returned device confirmed the reported bent guide tube and also noted was a posterior cuff detachment from the needle tip. A review of the lot history record for the reported lot revealed no non-conformances associated with this lot, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.